Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the tubing was cut near the chamber port. Functional testing was performed which included underwater leak testing. During leak testing a leak was observed at the location of the cut. Leaks were not observed at other parts of returned sample. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked from ¿the lower side¿ of the set during setup. There was no patient injury or medical intervention associated with this event. No additional is available.